Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg as it appeared to be tilted and shallow in the pocket. The patient underwent an ipg replacement procedure and was having adequate coverage postoperatively. The explanted ipg will not be returned.